Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed a motion calibration prompt when starting up the system. The rep completed the calibration and the imaging system entered 2d image acquisition mode. There was no patient present when this issue was identified. No additional information was provided.